Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the anatomy resulting in the reported failure to advance. Interaction/manipulation of the device resulted in the noted bunched stent sheath causing the distal sheath to slightly retract from the base of the tip resulting in the reported/noted stent premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal superior femoral artery. A 6.0x60mm absolute pro self-expanding stent system (sess) was prepped per the instructions for use and a 6f sheath was used. The sess was being advanced through the pedal access; however, resistance with the anatomy was felt and it was noted on angio that the stent began to prematurely deploy within the anterior tibial artery. The sess was removed from the patient without issues while being monitored on angio to make sure it did not fully deploy. The procedure was successfully completed with a new 6.0x60mm absolute pro stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.